Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to do anything. Customer's blood glucose reading at the time of the call was 210 mg/dl. No further info reported.